Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the unknown (possibly simethicone) white crystallized material noted in the auxiliary channel could not be identified. However, it¿s likely the cause is related to reprocessing being conducted improperly by the user. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: -the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. -IFU states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There were remnants of an unknown (possibly simethicone) white crystallized material noted in the auxiliary channel. Additionally, the unit had other forms of wear and tear present throughout the device. Those include but are not limited to chipping, material out of specification, and leaking. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while performing repair maintenance on his olympus evis lucera elite colonovideoscope, foreign material was discovered in the auxiliary channel. This report is being submitted to capture the insufficient reprocessing performed on the subject device. There was no patient involvement during this event.